Event description:
Pt returned to surgery on 8/26/1999 for vp shunt removal/revision. Implanted on 8/25. Pt has surgery at this facility on 8/12 for another catheter implanted at that time which was explanted on 8/25 and this product was then implanted. Removed on 26th - not functioning.